Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. There was a baseline pericardial effusion of 1cm. A watchman® access system was advanced into the patient, but it kinked when it passed by an angiographically visible spinal stimulator implant, so it was removed and replaced with another watchman® access system. A pericardial sweep was performed and there was no increase in the pericardial effusion noted. A 27mm watchman® closure device & delivery system was advanced into the access system, but became damaged before entering the laa and the access system was kinked when it passed the same spinal stimulator. They removed both devices from the patient. Another pericardial sweep was performed and there was no increase in the pericardial effusion noted. A third watchman® access system was inserted into the patient and a non-bsc pigtail catheter was inserted through the access system into the laa. The access system had kinked and an increase in the pericardial effusion was noted. They initially performed pericardiocentesis when contrast was visible in the pericardial sac. Pressure changes occurred. They immediately called for surgical review and the computed tomography (CT) surgeon agreed to clip the appendage immediately. This procedure was successfully performed on the patient in the same hybrid lab where the watchman® procedure was started. The patient is doing well and was released from the hospital.